Event description:
It was reported the screen is broken. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the overlay was cracked. It was also noted that the power cord bay door tab was broken off, the keyboard latch was broken off, and the electrocardiogram (ECG) connector was loose. Product ID 2067l radiofrequency head. (B)(4).